Manufacturer narrative:
The lot was manufactured from july 23, 2016 ¿ july 25, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was underinfusing. During use, it was identified that the device was infusing at a slower flow rate than anticipated. There was no patient injury or medical intervention associated with this event. No additional information is available.